Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During preparation of an xtw clip delivery system (cds), the flush port fractured from the device. This device was discarded. A new clip was prepped and was successfully implanted reducing the mr to grade 2-3+. An additional nt clip (20324r185) was placed lateral to the first implanted clip. During the deployment sequence, the clip opened during the first establishing of final arm angle (efaa). The clip was closed at around 10 degrees and opened continuously to 30-45 degrees. Troubleshooting was performed twice which including unlocking and relocking the clip, then reclosing, however the issue persisted. The clip was then deployed with the abnormal final arm angle. The clip and patient remain stable and the mr was reduced to a grade of 1. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the reported unintended movement associated with clip open during efaa cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).